Event description:
Patient legal representative reported "recall, extracapsular rupture of the breast implant four years after surgery manufacturing defect duty of quality, the development peri-implant seroma and grade IV baker capsular contracture, moral damage". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, and seroma.